Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Due to insufficient product information, the compatibility of the involved products could not be verified. It should be noted that the complaint description describes implant mismatch between the femoral and tibial components. Zimmer biomet does not provide specific requirements for compatibility between the femoral and tibial components, the surgeon selects the sizes according to patient's anatomical requirements. The bearing selected however must match the femoral size selected, and the bearing used is also unknown. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown femoral component; lot# unknown. Unknown bearing; lot# unknown. G2- foreign: germany. Literature: julius watrinet, philipp blum, michael maier, steffen klingbeil, stephan regenbogen, peter augat, rolf schipp, wolfgang reng. Germany medical journal: undersizing of the tibial component in oxford unicompartmental knee arthroplasty (uka) increases the risk of periprosthetic fractures. Https://doi.org/10.1007/s00402-023-05142-z. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
The study reported a 66 year old female patient within the cementless group that experienced a tibial periprosthetic fracture on day 20 post-op with implant mismatch size s femoral/aa tibial components. Attempts have been made and all additional information received has been included in this report.